Event description:
It was reported the stimulation system was still in place, but "non-operational." Information omitted, (B)(4). Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was not using the implantable neurostimulator (ins) and the healthcare professional (hcp) did not know why. The hcp knew nothing about the ins device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient caught mersa about 1.5 months ago. The patient was on antibiotics every day for weeks hoping it would go away. Then about three weeks ago, the patient saw her neurosurgeon for emergency surgery to take out the patient¿s devices. The patient was in the hospital for 10 days and during that time she was taking antibiotics through a pic line. It was noted that the patient had four surgeries and a nervous breakdown, and her doctor would not implant her again because she had (B)(6).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2001. Product type: programmer, patient product ID 3888-28, lot# l61366, implanted: (B)(6)1999. Product type: lead, product ID 7495-25, serial# (B)(4), implanted: (B)(6)1999. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the exact date the patient had her system removed was (B)(6) 2013.

Event description:
Additional information received reported the patient had her device removed on (B)(6) 2013. It was noted the patient's scs device was removed because she contracted mrsa and it would not go away. The scs device was reportedly implanted in 2001 and was a manufacturer device per the patient.